Event description:
It was reported that the customer's insulin pump's buttons stopped working and that the customer received a button error alarm. The customer's blood glucose was unknown. The customer stated that she attempted to take a bolus, entered the carbohydrates in her insulin pump and the numbers continued going up. The customer took the batteries out, and when she placed them back in, none of the buttons worked. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm or display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.